Event description:
It was reported by service report that the siderail could not be locked in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.